Manufacturer narrative:
Continuation of d10: product ID 977a260; lot# va2nsej035; implanted: (B)(6) 2023; product type lead; product ID 977a260; lot# va2pmq8006; implanted: (B)(6) 2023; product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was stated that the ae did not require the subject to be hospitalized.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported that due to the pocket pain and the body structure of the patient, the implanted n eurostimulator (ins) and lead revision procedure took place. The pocket and the ins/lead revision procedure ((B)(6) 2024) had been reported in database the ae 002 outcome shows event as recovered/resolved on (B)(6) 2024. The associated event (at) lead to the patient¿s hospitalization. The issue has resolved/patient recovered.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# va2nsej035, implanted: (B)(6) 2023, explanted: product type lead, product ID 977a260, lot# va2pmq8006, implanted: (B)(6) 2023, explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Regarding the question concerning if the lead required revision or it was necessary due to the ins re-positioning (lead extensions needed, ect.)", the following additional information was received. The leads have not changed, and lead extensions are not needed. The lead revision was part of the ins repositioning procedure. Because one side of the leads needed to be repositioned to the abdominal section.

Manufacturer narrative:
E1 phone number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the patient recent clinic visit, it was noted that their implanted neurostimulator (ins) had been inactive for several months. Discussion summary shows during an unscheduled visit (which might be (B)(6) 2024), patient expressed discomfort associated with the current position of device, particularly while sitting and driving. The patient has experienced significant weight loss, which has exacerbated the discomfort. Pi was present during the visit and discussed the option of repositioning the ins to the abdominal section to alleviate pocket pain. Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that the patient expressed dissatisfaction with the current positioning of the ins primarily due to weight loss and had intentionally turned off the device for several months out of frustration. The revision was planned for (B)(6) 2024 to reposition the ins to the abdominal section to alleviate pocket pain.